Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A root cause for the inconsistent remaining longevity estimate near eri indicated by the programmer was therefore not identified.

Event description:
Upon interrogation with a programmer, a longevity discrepancy was found in relation to the previous interrogation. The physician suspected premature battery depletion of the ICD. The device was explanted and replaced. The patient is in good condition following the procedure related MFR: 2938836-2017-18155.